Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient did not receive insulin from the cannula, which was suspected to be due to a kinked cannula at the site. Consequently, she experienced high blood glucose level, which she tried to treat with the correction boluses by the pump. Subsequently, on (B)(6) 2019, she was admitted to the hospital with blood glucose level of 22 mmol/l. During hospitalization, she received multiple dose injections as corrective treatment. Her blood glucose level was reported to be 33 mmol/l. Reportedly, the humalog was not at room temperature when she inserted into the cartridge and the infusion had been in use for one day. Further, on (B)(6) 2019, the patient was released from the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.